Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz0552 showed five other similar product complaint(s) from this lot number.

Event description:
It was reported that the extension tubing (oversleeve portion) was unable to be engaged securely. No other information was provided. It was reported this occurred with four devices. This report addresses the second device.